Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after booting the system the monitor will cycle between no input and a black screen. They could hear the fans on the computer turning off and on. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis was updated. It was determined that there was a defective central processing unit (cpu). The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned for analysis. Functional testing found that graphics card was malfunctioning causing the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep was having issues booting up the system and received "eif" errors. It was determined that the new computer did not have a hard drive install. The system was made operational but then it was noted that it was missing the sn labeling. A different computer was installed in the system.